Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour timeframe the pump was set to. Additionally, it was reported that the customer had experienced an elevated blood glucose level. Reportedly, the contact did not suspect the cause to be due to the pump however no additional details were provided. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.